Manufacturer narrative:
This report is submitted on oct 21, 2021.

Manufacturer narrative:
This report has been submitted on september 22, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.